Event description:
The pt reported that her pump hadn't used more than 3 % of the expected volume when she went in for a refill visit. The hcp did a rotor study, found the pump wasn't working, and replaced the pump. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.